Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valve was chosen for implant. It was unknown if the patient had atrial regurgitation before the procedure. It was noted that the patient had severe native annulus calcification, therefore, a pre-procedure balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott balloon. The valve was placed in one deployment, and it was not recaptured. The navitor valve was implanted at 4mm from the non-coronary cusp and 7mm from the left coronary cusp. Severe calcification was observed on all three of the native valve cusps and a perivalvular leak (pvl) was observed on the left coronary cusp part of the navitor valve. The pvl was determined to be moderate, and the procedure was concluded. No electrocardiogram abnormalities were observed during the procedure. Complete atrioventricular heart block was noted during navitor deployment, but there were no observed electrocardiogram abnormalities after valve placement. The temporary pacemaker was removed from the body, and the patient was returned to the ICU. However, one to two hours after the procedure, complete atrioventricular heart block was noted. Again, a temporary pacemaker was inserted. The patient was reported as stable.

Manufacturer narrative:
An event of perivalvular leak heart block and pacemaker implantation was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that there was severe calcification in the native valve and that the valve was implanted at a depth of the non-coronary cusp and 7mm from the left coronary cusp; deeper than the optimal depth of 3mm. The field also indicated that the patient had a pacemaker before the procedure which was removed but the physician decided to place another pacemaker due to heart block. The severe calcification and implant depth could have contributed to the reported paravalvular leak. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, " to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot".

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valve was chosen for implant. It was unknown if the patient had atrial regurgitation before the procedure. It was noted that the patient had severe native annulus calcification, therefore, a pre-procedure balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott balloon. The valve was placed in one deployment, and it was not recaptured. The navitor valve was implanted at 4mm from the non-coronary cusp and 7mm from the left coronary cusp. Severe calcification was observed on all three of the native valve cusps and a perivalvular leak (pvl) was observed on the left coronary cusp part of the navitor valve. The pvl was determined to be moderate, and the procedure was concluded. No electrocardiogram abnormalities were observed during the procedure. Complete atrioventricular heart block was noted during navitor deployment, but there were no observed electrocardiogram abnormalities after valve placement. The temporary pacemaker was removed from the body, and the patient was returned to the ICU. However, one to two hours after the procedure, complete atrioventricular heart block was noted. Again, a temporary pacemaker was inserted. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that all three cusps of the native valve were observed to be calcified. The perivalvular leak (pvl) was observed on the left coronary cusp part of the native valve. On 17 march 2023, a permanent pacemaker was implanted.